Event description:
It was reported that vessel dissection occurred. A 2.25x32 synergy xd drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and the shaft broke near the hub that resulted in dissection of vessel without symptoms or loss of flow. The patient was then admitted. No further patient complications were reported.